Manufacturer narrative:
If additional information is received this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited pace impedance measurements of less than 200 ohms. A defibrillation threshold test was performed in which the patient was shocked two times and did not convert the rhythm. The patient was externally rescued. Imaging was performed which was said to be normal. The device remains in service. No additional adverse patient effects were reported.